Manufacturer narrative:
The device was explanted on (B)(6) 2020 secondary to pain. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 30 mar 2021.

Manufacturer narrative:
This report is submitted on september 24, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Explant and reimplantation is planned but has not taken place at the time of this report.